Manufacturer narrative:
Updated b5 to state, no patient was involved as this observation was made by the alinity m user. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard. Even though a design deficiency was identified via the complaint investigation process, the associated risk evaluation determined the frequency of the hazard is within the predefined risk management file level. Both the complaint investigation and associated risk evaluation have been completed. An additional investigation is in process to further determine if additional improvements in the design on the system solution drawer or float reservoir sensor can be implemented.

Event description:
No patient was involved as this observation was made by the alinity m user.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak that made it to the floor and outside the footprint of the alinity m instrument. The field service engineer (fse) went on site and checked the following components: liquid waste bottles, tubing transfer pump connections, and transfer pump performance for leaks. No leaks were identified. The fse then checked the reservoir bottle and it had a leak coming out of it, which in turn resulted in the leaking out the alinity system. The reservoir bottle was replaced, and no further leaks identified. There was no actual exposure and/ or injury reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.